Manufacturer narrative:
Product event summary: at analysis the "cable ID" function failed during the analyzer test and it was further noted that the stylus was worn. The device was cleaned, updated software was installed, the stylus replaced, the touch screen calibrated and the device then passed its electrical safety test as well as all final functional and systems tests.

Event description:
It was reported that the programmer's software analyzer was "broken," that when it was turned on the screen icon seemed to be inactive. The product has not been returned for service. No patient complications have been reported as a result of this event.